Event description:
It was reported that the right ventricular (rv) lead has high and increasing thresholds. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. It was noted that electrical cross continuity test results were passed, likely because the lead was tested dry. However, the insulation breach likely did contribute to the electrical complaint and it appears to have been caused at implant. (B)(4).